Event description:
The svsr1 from kit ftv01 was used during an endoscopic vein harvesting procedure. The device was used on the distal area of the saphenous vein near the ankle. The area was tight over the ankle. The clear plastic on the device cracked and broke into several pieces. The pieces were retrieved. Customer requested all ftv01 with lot# k4691z be returned. There was no consequence to the pt.

Manufacturer narrative:
Spoon broken off at the centerline to the post, just proximal to the scope stop.